Event description:
The complaint received sates that during use two coils had issues, cashmere 14 platinum microcoil 3mm x 3 cm (src14030320 / g13536) marker band had poor visibility and cashmere 14 platinum microcoil 3mm x 3 cm (src14030420 / g13667) failed to detach. Inserting the cashmere 3cm/3mm coil into a basilar tip aneurysm the detachment marker was not visible under fluoro and removed device for another cashmere coil. Also used, a cashmere could not be detached with an enpower cable or from direct detachment button from the detachment box; after numerous attempts and repositioning physician discarded the coil. The devices were not returned for analysis.

Manufacturer narrative:
This is report 2 of 2 for (B)(4). This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received sates that during use two coils had issues, cashmere 14 platinum microcoil 3mm x 3 cm (src14030320 / g13536) marker band had poor visibility and cashmere 14 platinum microcoil 3mm x 3 cm (src14030420 / g13667) failed to detach. Inserting the cashmere 3cm/3mm coil into a basilar tip aneurysm the detachment marker was not visible under fluoro and removed device for another cashmere coil. Also used, a cashmere could not be detached with an enpower cable or from direct detachment button from the detachment box; after numerous attempts and repositioning physician discarded the coil. The devices were not returned for analysis. (B)(4). The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. (B)(4). The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.